Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported receiving an e3 (test error) on her blood glucose monitor. She administered an unknown amount of insulin without knowing a blood glucose level and became unconscious. An ambulance was called and she was treated with glucose.